Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure it was noted that the helix could not be extended. In addition, there were high pacing thresholds. As a result, the physician decided to complete the procedure with another lead. No adverse patient effects were reported. This lead has not been returned.